Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that was not able to be reproduced with isometrics but was reproducible with deep breathing and bending over. Boston scientific technical services (ts) reviewed the stored episodes and noted pauses and what appeared to be diaphragmatic oversensing. The asystole was less than 2 seconds in duration. The ICD was reprogrammed to increase sensitivity to avoid future oversensing. Defibrillation threshold (dft) testing was performed at least sensitivity to check the system and was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that was not able to be reproduced with isometrics but was reproducible with deep breathing and bending over. Boston scientific technical services (ts) reviewed the stored episodes and noted two second pauses and what appeared to be diaphragmatic oversensing. The plan was to increase sensitivity and perform defibrillation threshold testing. No additional adverse patient effects were reported.